Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had a device that "broke" and had it replaced. Further information was requested from the healthcare professional.